Event description:
It was reported that on patient presented with history of the patient was having severe back pain. He had some right leg pain. He had a disk at 4/5 on the right, most severe pain l5-s1. On (B)(6) 2006-plif from l4-s1 (fusion l4-l5; intertransverse fusion l5-s1; posterior lumbar interbody fusion right l5-s1; anterior cage l5-s1; sacral fixation l4 to s1; local bone, infuse - complete diskectomy at 5-1; placed some infuse with "master" graft and a cage with local bone - placed infuse and "master" graft and remaining local bone from 4 to 1) during the procedure it was reported that an incision was made from l4 to sl, through the fascia, and exposed the transverse process of 4-5 and sacral ala, and packed this off. We first distracted, opened 5-1, exposed 5-1 on the right, and did a transforaminal approach at l5-s1, carefully retracting the 5-1 nerve roots. We incised the outer annulus, and did a complete diskectomy at 5-1. The entire disc was removed. A plig instrumentation end plates, and then placed the anterior cage. It was stated that infuse with "master" graft was used and a cage with local bone. With the distractor down, we had good compression of the cage. In addition, during the case the surgeon reported attaching rods and connectors, and tightened these to an appropriate torque. Copiously irrigated with antibiotic solution, and then placed infuse and 'master" graft and the remaining local bone from 4 to 1. No patient complications were reported. (B)(6) 2009- right upper lobectomy w/ lymph node dissection (B)(6) 2007- plif follow-up- x-rays show a little bit more bone on that left side. (B)(6) 2007- plif follow-up- x-rays show pretty good fusion wise. A little greater than right, anteriorly it looks like it is healing. (B)(6) 2007: mdct spiral CT lumbar spinal study- conducted due to previous fusion. According to the results it was reported that there was evidence of previous l4-l5 and ls-s1 laminar fusion with orthopedic hardware in place including transpedicular screws in good position within l4, l5, and, sl vertebra, attached to the vertical stabilizing rods on either side. There is intervertebral fusion at l5-sl level without evidence of significant graft incorporation or new bone formation. There is partial extrusion of graft material at the level of the distal right recess, but there is no compromise of the recess or proximal foramen at this level. (B)(6) 2007- follow-up with orthopedic- patient returned with complaints of pain. CT reviewed and showed that the pseudoarthrosis at 5-1 right greater than the left; 4-5 looks great and is healing. It is believed that the pseudoarthrosis was from the related nicotine. (B)(6) 2008- admitted to pain relief center for pain relief. History reported was ¿complaints of pain in the lower lumbar back and lower thoracic back. The patient states this pain started 25 years ago and he feels there was a causal event that started the pain. The patient's pain started after a fall. The patient describes the pain as a burning, sharp and shooting. The patient's pain is constant (76-100% of the day), his pain is aggravated by prolonged standing and prolonged sitting. The pain is alleviated by prescription, predications. The patient admits to having radiation of the pain, the pain radiates to right hip, he denies the presence of weakness, further, the patient admits to a change in sensation. This sensory change is affecting the right hip and leg, this sensory change is characterized as numbness and tingling. The patient is currently taking medication for the pain and he believes it reduces the pain by to a "tolerable" level the patient states that the pain is affecting the quality of his sleep by waking him up at night.¿ the treatment plan was a spinal cord stimulator. (B)(6) 2011- bilateral hips 2 views x-ray was conducted due to right posterior hip pain. The results stated that there were no acute bony abnormalities found. There were postoperative changes in the lower lumbar spine and that the left sacroiliac joint was not clearly identified. These findings may represent ankylosis. (B)(6) 2011 lumbar spine 2 views conducted for low back pain and previous history of back surgery for old injury. The results indicated that there were postoperative changes compatible with previous posteriorfusion at l1-l5 and l5-s1 levels. There was minimal retrolithesis. There was minimal dextroscoliosis of the lumbar spine. There is degenerative disc disease. There is diffuse osteopenia. It was reported that on (B)(6) 2005: the patient underwent spinal fusion procedure with rhbmp-2/acs. In 2006, the patient underwent unknown surgery at four discs in lower back due to back problem. The patient had following complications: intense leg/back, fingers go numb, stabbing/burning pain when standing up or sitting down. (B)(6) 2006: the patient presented with radiculopathy and chronic pain. The patient reported for following: neuritis, radiculitis, sacroiliitis, bilateral l5 radiculopathies (B)(6) 2007: the patient presented with bone growth tumors. A partial extrusion of graft material at the level of the distal right recess. The patient had failed fusion due to pseudoarthrosis l5-s1.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.